Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed functional testing due to the cable being out of electrical specification. Product ID: 2090 programmer. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.